Event description:
Additional information received on 19 jun 2018 from literature article: approximately 1 month after implantation, the intestinal tube had to be replaced due to tube occlusion and ten months later, the patient developed upper abdominal pain and decreased appetite for about a month. An upper endoscopy revealed a formation of active-stage ulcers believed to be due to the contact with the 'tube" at the supraduodenal angle and the second (descending) part of the duodenum. After the patient was admitted to the hospital and when the j tube was removed, a rigid, stone-like substances accompanied with fibrous substances were observed to have adhered to the tip of the tube. Based on this finding, the authors of the article believed that the stone-like substances found at the tip of the j tube became the lead to which the tension from the entire tube was applied due to the progression of the inner tube deeper into the jejunum, causing the formation of ulcers. After duodopa therapy was changed to oral, the ulcers showed a trend for improvement. In addition, the influence of the contents of fiber-rich diet on the passing could not be ruled out in this case.

Manufacturer narrative:
Reference record (B)(4). Additional information added to patient weight and event description. Refer to MDR 3010757606-2018-00371 for j tube (bezoar) record.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. An ulcer is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2017, the patient underwent a gastroscopy which revealed a duodenal ulcer along the j tube. It was reported that on an unknown date, a physician had pushed the peg tube into the body because the patient was comfortable. As a result, the internal fixation plate of the peg tube went to the duodenum and an ulceration had formed around it.